Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has been received by the manufacturer for evaluation. Testing found that there were six bad blocks on the hard drive of the computer.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would not progress past the black startup screen for five minutes. It was reported that the navigation system was restarted to restore functionality. There was no patient present when this issue was identified. No additional information was provided.